Event description:
Reports conflicting results recieved over multiple tests, patient had cold-like symptoms. No apparent adverse event.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.